Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the internal battery was failing and needed to be replaced. Internal battery was replaced and the station was tested. The system functioned as intended.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly locked up showing fatal error on screen during a procedure, causing 10 minutes delay to patient care. The customer added that the affected procedure was colonoscopy and confirmed that there was no harm done to the patient as the required medications propofol 200mg/20ml qty 1, lidocaine 2% 100mg/5ml qty 1, phenylephrine 1mg/10ml qty 1 had been removed from the device. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly locked up showing a fatal error on the screen when the patient was on the table during a colonoscopy procedure, causing a 10-minute delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, d.4, d.5, g.2, h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the application crash due to power supply failure. A field service engineer replaced the internal battery on ups to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.